Manufacturer narrative:
Additional information has been requested but not received. The doctor has discarded the treatment tip. A review of the device history records is in progress. Based on available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A report was received of a patient experiencing erythema. The patient was undergoing a laser treatment on their face, first performed by a sales representative and then the doctor. Initially the sales representative performed 2 basic passes and then 3 vector passes across the patients face with a power level between 2.0 and 2.5. After the 3rd vector pass the doctor took over the procedure and performed a 4th vector pass across the forehead at a 3.0 power level, immediately following this pass redness was observed on the forehead. The treatment was completed without any other symptoms observed. No system errors were observed during the treatment. Following the treatment it was observed that there was some scabbing on the patients forehead. The patient was advised to apply antibiotic cream to the affected area following the treatment. Additional follow up with the patient revealed that besides a tiny scar and indentation on the forehead, there is no permanent damage or serious injury caused from the event.

Manufacturer narrative:
A review of the manufacturing records showed all requirements were met. No product was returned for evaluation, but sales personnel communicated treating the same area for too long which led to immediate redness. Based off the available information, this event was due to operator technique issues. Event did not result in permanent damage or serious injury caused.

Manufacturer narrative:
Corrected date of this report and date received by manufacturer.